Manufacturer narrative:
Customer contact reports no patient information is available. The customer repaired the unit. No repair information available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error causing an inability to switch to mechanical ventilation during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.